Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the reagent be returned for investigation. Siemens service reviewed proper technique and cleaning and maintenance procedures. Qc is passing and operators are following proper technique. The customer stated no tests or procedures were delayed due to the discrepant result. The cause of this event is unknown.

Event description:
The customer reported a (B)(6) urine hcg result on the clinitek status+ when compared to a repeat on the same instrument, a repeat on another clinitek status+ and a serum quantitative result. There was no reported injury due to this event.

Manufacturer narrative:
A single sealed box (25 cassettes) of clinitest hcg reagent lot 071962 (exp 2021-03-31) was sent to technical operations for investigation. No patient sample nor instrument were sent. The submitted reagent showed no obvious signs of damage or degradation; carton displayed intact tamper-evident seal, individual cassette foil packages properly sealed, containing the expected desiccant & micropipette. Performance of the submitted cassettes was evaluated on a bank of two (2) audited clinitek status+ instruments (s/n (B)(6)). Testing was completed using a urine solution contrived to a 25 miu/ml hcg target, which is the concentration listed in the customer insert as being minimum for a positive determination. Twelve (12) replicate test values were collected. No false negative results were observed. Based on the data collected, the customer report of false negative hcg performance from clinitest hcg lot 071962 when tested on a clinitek status+ instrument was not observed. The cause of the event is unknown.